Manufacturer narrative:
The device piezo is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility it was noted that the device did not pass the volume alarm test at the low end. There were no reports of any adverse patient events or delays in the critical therapies while the device was clinical use. No additional info was provided.